Manufacturer narrative:
Per the t:slim user guide: replace the cartridge every 48 hours if using humalog®; every 72 hours if using novolog®. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 400 mg/dl and a bolus was delivered. System check with tandem technical support found an air bubble near the luer lock. Customer fill the tubing removing the air bubble. Reportedly, customer was using humalog for 3.5 days. Recommendation was made for the customer to discuss the event with a healthcare provider.